Event description:
It was reported that the patient received inappropriate therapy due to over sensing. Viewed transmission showed t-wave over sensing with variable r-wave amplitudes and intermittent r-wave under sensing. It was also reported that the lead's impedance increased. The lead was left in place and capped. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received inappropriate therapy due to over sensing. Viewed transmission showed t-wave over sensing with variable r-wave amplitudes and intermittent r-wave under sensing. It was also reported that the lead's impedance increased. The lead was left in place and capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.